Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, the faradrive steerable sheath clear was selected for use. The sheath, along with a versacross connect dilator, was inserted and used to perform the transseptal puncture. Following this, the physician exchanged the dilator for a non boston scientific mapping catheter. Upon replacing the mapping catheter with the farawave catheter, the physician observed air bubbles in the flush line and aspiration syringe during aspiration after the farawave was inserted. Later in the procedure, the farawave catheter was temporarily removed to correct a spline inversion. Upon reintroducing the catheter, the physician again noted the presence of air bubbles during aspiration. No air was observed in the patient. The procedure was completed without any patient complications. The sheath will not be available for return due to disposal.